Event description:
It was reported that during a gastrectomy procedure, the tissue pad was detached off inside the pt's body. The tissue pad was retrieved soon. Another device was used to complete the case. There were no adverse consequences to the pt. The tissue pad was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.